Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the nail was used for a trochanteric fracture case. The surgeon positioned the guidewire with the aiming device and inserted the guidewire, but the guidewire hit the nail in question. The surgeon then removed the whole system, and checked the assembly outside the body. The guidewire went through the blade hole of the nail without any problem. Then surgeon positioned the nail and aiming devices for the guidewire again. However, the guidewire hit the nail and was unable to advance the wire into the blade hole. The surgeon replaced the nail with a pfna-ll 125°nail. There was a report of a thirty minute surgical delay with no adverse consequence to the patient. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number is 8907550 or 8921444; unable to verify which one is the complained lot number. Expiration date for both lots is march 01, 2024. Lot 8907550: march 31,2014; lot 8921444: april 08,2014 a review of the device records for both lot numbers was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.